Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. Leak was occurred in tubing of reservoir compartment and insulin was seen in reservoir compartment. It also reported that the pump was beeping and customer saw wetness in pump. It also reported that there was crack near connection of tubing. Customer was advised that the reservoir will need to be replaced. The reservoir will not be returned for analysis